Event description:
It was reported that research pathology of an explanted heart found 1 unk promus stent implanted in the mid right coronary artery (mrca) and 1 promus and 2 non-abbott stents in the proximal left main, left anterior descending and left circumflex coronary arteries. The promus stent in the mrca showed neoatherosclerosis. The cause of death was noncardiac death. The events occurred 520 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012 - estimated date of event. (B)(6) 2010 - estimated date of implant. There were no reported product deficiencies. The reported patient effect of occlusion is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.